Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire was stuck inside the catheter was confirmed, and the cause appears to be manufacturing related. One trialysis catheter was returned for investigation. The catheter showed no evidence of use. The proximal end of a 0.035¿ guidewire was inserted into the distal tip of the catheter. The guidewire was advanced up to the trifurcation before resistance was noted. The catheter was cut perpendicular to the axis of the tubing at the distal end of the trifurcation, which revealed narrowing of the catheter lumen within the distal tip of the trifurcation. It appears that blow down from the molding process of the trifurcation filled a portion of the lumen. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by risk management that during insertion of the catheter, the guidewire was stuck together. Another kit was opened and used to complete the procedure. No other information was available. No patient harm was reported.